Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013013176); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012992702); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, valve compression was observed at 80% deployment. An abnormal appearance of three transcatheter aortic valve marker dots close together was noted. Despite multiple recaptures, the same issue persisted, leading to the decision to remove the valve and use a new system for implant.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the outer p ackaging was received alongside the original packaging jar. The valve was received fully submerged in a clear unidentified solution. The valve exhibited discoloration consistent with blood exposure with remnants of coagulated blood on the frame. The valve was received slightly compressed at the inflow region. As received, all leaflets were observed in an open position. All leaflets exhibited appreciable creases and visible frame imprints. These findings are consistent with prolonged exposure to a crimped state. Smooth layer peeling was noted on leaflet 1 at the point of coaptation. All commissures appeared intact. No damage to the sutures was observed. The valve was submerged in a warm saline bath (approximately 37¿°c), resulting in full expansion of the frame. No damage, such as bends, kinks or fractures, was observed on the frame. The valve was immersed in a cold saline bath and position onto the loading system to perform a loading simulation following the inst ructions for use. The frame paddles seated properly within their attachment pockets. The capsule was advanced to cover the frame paddles and outflow crown struts, then further advanced until the capsule guide tube covered the valve¿s commissure pad; the leaflets a ppeared to protrude outside of the frame windows. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. Post-loading inspection of the capsule revealed no visual or tactile anomalies. Following loading, the valve was deployed in a warm saline bath (approximately 37¿°c). The deployment knob was rotated to expose the inflow portion of the valve, with no visual anomalies observed. Deployment continued through the waist region and progressed to the point of no recapture without issue. The valve was then fully deployed. No frame expansion or infolding anomalies were observed during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three intraprocedural images were submitted for review. The absence of the patient¿s executive summary limited the ability to conduct a comprehensive anatomical assessment. Documentation indicated that the patient had a bicuspid aortic valve and that a pre¿balloon aortic valvuloplasty was performed. Fluoroscopic valve load inspection images were not provided for review; therefore, confirmation of appropriate valve loading could not be validated. It was reported that three deployment attempts were made, resulting in valve under expansion. Review of the submitted image suggests a possible valve infolding. The valve was subsequently withdrawn and deployed on the sterile field; however, as the valve expanded, the infolding was no longer apparent. It was reported that implantation was performed using a new system. Since fluoroscopy valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, valve compression was observed at 80% deployment. An abnormal appearance of three transcatheter aortic valve marker dots close together was noted. Despite multiple recaptures, the same issue persisted, leading to the decision to remove the valve and use a new system for implant. Additional information was received that a pre-implant balloon dilation was performed during the procedure which was an add-on case. The issue was valve expansion and not an infold. Three deployment attempts were made. A minor procedural delay occurred but the patient was stable. Per the physician, the patient's valve appeared to be functioning as a bicuspid which contributed to the event.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.